Event description:
Customer upset because the insulin pump is not working and requesting a new device. The insulin pump is alarming no delivery. Customer insisting on troubleshooting while driving the car. Advised customer that this action is not safe and she accepts full responsibility. Customer tried disconnecting and reconnecting the infusion set from the reservoir; the insulin pump alarmed no delivery. Customer asked if there was resources online. While researching the question, the customer disconnected the line. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).